Event description:
It was reported to boston scientific corporation that a hydro thermablator (hta) endometrial ablation system was being set up for use in a hydrothermablation (hta) procedure performed on (B)(6) 2013. The patient is reported to be female and over 18 (no additional patient details available). According to the complainant, after the priming phase was completed the genesys screen advanced directly to ablation preparation. At this time, the patient was not in the room so the nurse powered down the machine. Upon power up, a cassette detected error message appeared. A second procedure set was installed and the procedure was successfully completed. The patient was reported to be "fine" at the conclusion of the procedure.